Manufacturer narrative:
Qn#(B)(4). The returned sample showed that the balloon had burst and the catheter was filled with encrustation. However there were no other abnormalities or design irregularities observed. Close examination under magnification revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches have initiated the tear. This appearance is likely due to problems of solid residues in the bladder or urethra that will create resistance during insertion of the catheter, encrustation stuck on the catheter balloon may break into small particles and scratch the balloon surface which is detrimental to the balloon. The manufacturing standard is 100% visual inspection and any defective products are culled out. Based on the investigation the balloon burst could have happened due to contact with sharp or pointed objects such as encrustation or bladder stones that weakened the balloon membrane. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device investigation has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was inserted and the balloon inflated with 10 ml aqua-glycerine solution. The balloon was not tested prior to use. Immediately after insertion the catheter slipped out. The balloon was checked and found to be defective. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. The returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloons had burst and the catheters were full with encrustation. However there was no any other abnormalities or design irregularities observed on the returned samples. Close examination under high magnification lens {70x magnifications) revealed multiple scratch marks on the balloon sleeve near the tear edges. Refer picture 2 and 3 respectively. It appears quite likely that the scratches lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter, encrustation stick on the catheter balloon may be break into small particles and scratch the catheter balloon surface and urethra. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of the other remarks: assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the burst balloon. Burst balloon could have happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, we could not confirm this complaint as stated.